Event description:
It was reported that a patient had a loss of stimulation and therapeutic effect. The patient¿s device was reprogrammed and impedance testing was done. Patient reported that pain was coming thorough despite having stimulation in areas of pain. During reprogramming the patient had an episode of somnolence, slurred speech and mild disorientation lasting 3-4 minutes. Electrode 10 was out of regulation but not the cause of lack of relief. Patient had the following symptoms: pain and less than 50% therapy relief in the device pocket. The patient was complaining of pain at the battery site.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).